Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp): the cause of the device not working properly was not yet determined, the patient was undergoing testing, pending results of x-ray for device placement and cystoscopy was done. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a gradual return of their symptoms which they described as ¿it really got bad¿. This was reported as starting in (B)(6) 2017. The patient thought they were on program 3. It was noted that their physician ordered x-rays in (B)(6) 2018 but they had not been able to find the results. It was also reported that their doctor wanted them to have botox. The patient was redirected to their healthcare professional (hcp) for the issue. Additional information was received. The patient reported their device was not working properly. There were no further complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional about an appointment on 2018-(B)(6). It was reported that the patient¿s chief complaint is ¿incontinence;¿ they have a long history of urge incontinence and urgency. It was noted that they were currently on macrobid 100mg bid for uti. The patient reported nocturia, daytime frequency, urinary urgency, and a daily history of urge urinary incontinence. They also reported significant lower urinary tract obstructive symptoms which interfere with their quality of life. The patient was unsure if they had stress urinary incontinence; they wear 3-4 pads for protection during the day and 3 more at night. The patient underwent cystoscopy and urodynamic study on 2018-(B)(6). It was noted that the patient had mixed incontinence, likely urge predominant, and had failed multiple medications and their implant; the implant was still in place. The patient was advised to avoid bladder irritants and a pelvis x-ray was to be ordered to evaluate the implant placement. No further patient complications are anticipated or expected as a result of this event.